Manufacturer narrative:
The lens was returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was stuck in the delivery device during insertion and the incision was enlarged. During the incision enlargement, the lens was touched by the scrub tech and therefore, the surgeon decided to implant a back-up lens of same model and diopter. The procedure was completed successfully. Please reference MDR# 1119279-2013-00031 for the delivery device.